Manufacturer narrative:
The insulin pump was received with missing segments due to open lcd zebra connector. Analysis was unable to perform displacement test, rewind, basic occlusion, occlusion, prime, or excessive no delivery alarm test due to missing segments. The insulin pump was also received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose was 328 mg/dl at the time of incident. The customer stated that they treated the blood glucose with the insulin pump. The customer stated that the insulin pump was dropped prior to issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.